Event description:
It was reported that seven (7) 2000ml eva (ethylene vinyl acetate) bags were leaking from the administration port. The leaks were observed during the compounding process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between april 25, 2025 and april 28, 2025. H11: one (1) actual device and a companion sample were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed from the administration spike port bonding area in the actual sample. No leaks were identified from the companion sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.